Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a telemetry radiofrequency anomaly and could not be interrogated in the box.

Manufacturer narrative:
Analysis found normal device characteristics.